Event description:
It was reported that a patient's first implant was working "absolutely perfect" but had to be replaced in 2009 after three years because an x-ray showed the "line" had moved. The "line" likely referred to the lead. No further information was reported.

Manufacturer narrative:
Product ID 3093-28, lot# v016079, implanted: 2007-(B)(6), explanted: 2009-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).